Manufacturer narrative:
E1 phone number: (B)(6). H4: manufacture dates are unknown; no information is available based on reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a pinhole in anesthesia bag. The event occurred upon removal from the package. There was no reported patient harm.

Manufacturer narrative:
One opened/unused sample was received for evaluation. As received, the location of the pinhole on the breathing bag has been marked with black permanent marker. The pinhole is also evident with the unaided eye, and it is evident of causing leakage in the breathing bag. The complaint of leakage can be confirmed. The probable cause is unknown. The timeframe of the occurrence cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.